Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed the user's report of a complete loss of image. The lamp switch was partially engaged in the emergency lamp setting, and the front panel was partially misaligned due to physical impact. After the lamp switch was locked to the main lamp setting, the device was tested for several hours and no image problems were noted. The cause of the user's experience was determined to be due to user mishandling. The unit is being serviced and will be returned to the customer. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The user facility reported that during a therapeutic cholecystectomy, the users experienced a complete loss of image. The users reported to have completed the procedure with a different, but similar device and there was no pt injury.